Event description:
The patient underwent a successful stent assisted coiling of a left internal carotid artery sidewall aneurysm in 2007. On two months later, the patient complained of "headache" and "progressive vision loss" at a scheduled appointment. The patient was admitted for surgery. A successful craniotomy to decompress the optic nerve and chiasm with a partial resection of the aneurysm dome was performed. The coils within the neck and proximal lower half of the aneurysm were preserved. The patient was in fair condition and no further information on the patient's condition was revealed. There is no allegation of product malfunction; the optic nerve impingement appears to be related to mechanical mass effect.

Manufacturer narrative:
It is unk which coils were removed and which were left implanted.